Event description:
A report was received that the patient had cramping sensation around the implant site whether the stimulation was turned on or off. The patient was given lidoderm patches for the pain but did not help the problem enough.